Event description:
The initial reporter received questionable sodium electrode and chloride electrode results from three patient samples tested on the cobas pro ise analytical unit. The initial sodium results from the reported line were approximately 158 mmol/l. The repeat results from the other line were approximately "high 130's" mmol/l. The initial chloride results from the reported line were approximately 114 mmol/l. The repeat results from the other line were approximately 102 to 105 mmol/l. The initial sodium results were critically flagged in the cobas infinity, prompting the rerun of the patient samples. The repeat results were deemed correct.

Manufacturer narrative:
The sodium electrode lot number is dca64. The chloride electrode lot number is dew19. The expiration dates were requested but not provided. The 22-may-2025 calibration results were within the specified ranges; the 23-may-2025 calibration failed but passed on recalibration. The customer stated that the qc results were within the specified ranges before the event, but some qcs failed after. The alarm trace had sample probe and abnormal aspiration errors. These are indicators of possible poor sample quality. The event's cause could not be determined based on the provided information. The field service engineer (fse) inspected the analyzer and found crusted serum or plasma on the sipper probe's exterior and tip. He thoroughly cleaned the interior and exterior of the sipper probe and verified the analyzer's performance by ion-selective electrode (ise) checks, calibration, qcs, and a precision check. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.